Event description:
Dexcom was made aware on 01/07/2025, that on (B)(6) 2021, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm, which is off-label usage of the device. The parent called in to request g6 sensor replacement due to bleeding and pain at the arm sensor insertion site. Technical support advised the parent that the g6 sensors should only be inserted in the abdomen. The parent mentioned the patient had a bad skin reaction at a previous abdomen sensor insertion site back on (B)(6) 2021 (approximate) and developed a nodular scar under the skin. On an unspecified date, the parent consulted a physician, and an unspecified diagnostic scan was performed. The parent did not provide the outcome of the scan, but stated she was advised by the physician to discontinue inserting future sensors in the abdomen area. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1722 subcutaneous nodule.